Event description:
The recipient reportedly experienced device extrusion. The recipient presented with pain and pus. The recipient's implant site was cleaned and a skin lesion was identified. The recipient was recommended to cease device use. The recipient was prescribed antibiotic and topical treatment. On (B)(6) 2019, the recipient underwent a cleaning with antibiotics followed by repositioning surgery.

Manufacturer narrative:
The recipient's activation reportedly went well and resumed device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. This is the final report.